Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis performed and passed. Functional tests were performed and passed all relevant testing. Serial number verification was performed and failed. An internal visual inspection was performed and passed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.